Event description:
It was reported that, following placement of this right ventricular lead, a pacing system analyzer (psa) was unable to obtain amplitude measurements and the lead was not capturing. The psa cables were replaced but the issue persisted. Ventricular tachycardia (vt) was induced during lead implant. The lead was repositioned and the same issue occurred. Vt was again induced and the psa was programmed to pace at a faster rate but it did not terminate the vt. The patient's blood pressure dropped and they were unconscious so an external defibrillator was used but did not stop the vt. Multiple defibrillation attempts were made and the rhythm accelerated into vf. CPR was applied for 40 minutes but the patient expired following an episode of cardiac arrest. No allegations were made against the lead.

Event description:
It was reported that, following placement of this right ventricular lead, a pacing system analyzer (psa) was unable to obtain amplitude measurements and the lead was not capturing. The psa cables were replaced but the issue persisted. Ventricular tachycardia (vt) was induced during lead implant. The lead was repositioned and the same issue occurred. Vt was again induced and the psa was programmed to pace at a faster rate but it did not terminate the vt. The patient's blood pressure dropped and they were unconscious so an external defibrillator was used but did not stop the vt. Multiple defibrillation attempts were made and the rhythm accelerated into vf. CPR was applied for 40 minutes but the patient expired following an episode of cardiac arrest. No allegations were made against the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.